Event description:
Pt was taken to or to have fatty tissue tumor and scar removed, on 06/30/1998. A ussc polysorb suture was used to close the incision. July 4, 1998, pt's mother noticed pussy drainage at the incision site. Pt was taken to the hosp the same day, and hosp sent the child back home. On july 5, 1998, pt was, again, taken to the hosp where pt's family was told, pt had a severe reaction to the suture. On july 6, 1998-a hole the size of a pencil eraser head was noted. At this point a decision was made to pack the wound. During wound packing a hematoma was noted. Pt now has an open wound 4-5" across the back, 3" down and a width of 2 1/4". The wound has an appearance of a severe burn.